Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that filed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: product was returned to medtronic for investigation. As the product was received, the plunger rotated more than 1/8 of a turn which is indicative of mishandling. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. During the procedure, the plunger was popped up. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for two months. No known adverse events were reported.